Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient expired. The cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device. Related manufacturer reference number: 2938836-2019-02423.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.